Manufacturer narrative:
Attempts to contact the patient by the clinic have been unsuccessful. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pacing impedance measurements. A review of the stored episodes also noted noise. No adverse patient effects were reported.